Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that users couldn¿t login to pyxis. The technical support specialist logged into station, found and applied ka 000014603, then restored medapp and cleared updates to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had login issues. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.